Manufacturer narrative:
After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue. Based on the information provided, the cause of the event could not be determined.

Manufacturer narrative:
The field service engineer (fse) replaced the tubing on one of the ion-selective electrodes I(se) for the internal standard reagent bottle. He performed air purges, reagent primes, and ise checks with successful results.

Event description:
The initial reporter received a questionable ise indirect k for gen.2 result for one patient sample tested on the cobas 8000 cobas ise module (double). The initial result was not reported outside of the laboratory. The initial result was 2.5 mmol/l. The first and second repeat results were 4.3 mmol/l. The repeat result was reported. The electrode lot number is m0519. The expiration date was requested but not provided.

Manufacturer narrative:
MDR codes eval result code was updated.